Manufacturer narrative:
A follow up report will be submitted with investigation results should the logs/device be received for evaluation.

Event description:
It was reported that a 50ml bag of methylprednisolone was set to infuse over 30 minutes. The concentration was 10 mg/ml with a dose of 10.89 mg/kg. The programmed rate showed up on the pump as 100 ml/hour with volume to be infused (vtbi) of 29.2 mls and was running as a secondary line. Seven minutes after the infusion started, the pump alarmed for air in line and the medication bag and tubing were empty. The nurse did state that when the infusion started running, they thought it was dripping fast. The patient was monitored, and an increase in heart rate occurred but no intervention was given. It was noted, in one of the attached pictures, that this was the second time that this has happened. Although requested, further information not provided.

Manufacturer narrative:
The reported event of device had overinfusion- methylprednisolone was created to document the event that the customer reported. The customer did not return the device for evaluation. The device has not been returned to service; therefore, customer¿s reported problem cannot be confirmed. A review of the device history record showed the device had a manufacture date of 25oct2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. The customer confirmed that the device had overinfusion- methylprednisolone which is related to the failure. The reported issue that the 8100 alaris lvp module overinfusion- methylprednisolone could not be confirmed; no product or device logs were returned for investigation. No further investigation of this event is possible at this time. The device is used for treatment purposes. There is not enough information in the file to determine if a CAPA should be referenced. No product received.

Event description:
It was reported that a 50ml bag of methylprednisolone was set to infuse over 30 minutes. The concentration was 10 mg/ml with a dose of 10.89 mg/kg. The programmed rate showed up on the pump as 100 ml/hour with volume to be infused (vtbi) of 29.2 mls and was running as a secondary line. Seven minutes after the infusion started, the pump alarmed for air in line and the medication bag and tubing were empty. The nurse did state that when the infusion started running, they thought it was dripping fast. The patient was monitored, and an increase in heart rate occurred but no intervention was given. It was noted, in one of the attached pictures, that this was the second time that this has happened. Although requested, further information not provided.